Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -3.00/1.5/004 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to excessive vault and angle closure with elevated iop. "Patient did not want to undergo another lens implantation." Cause reported as unknown.